Event description:
During follow-up, non-sustained right ventricular oversensing resulting in a false ventricular fibrillation episode was observed on the right ventricular (rv) lead. The physician alleged lead damage, although it was not confirmed. Provocative testing was performed but revealed no anomalies. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.